Event description:
Healthcare professional reported 1 hour after injection in the malar and zygomatic areas with 2 syringes of juvederm voluma, the patient developed inflammation, hypersensitivity, and cellulitis "on one side of the cheek but not the other". The patient was treated with augmentin, "IV antibiotics" and aspiration of the affected area. All symptoms resolved within approximately 2 weeks of injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammation, hypersensitivity, and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.